Manufacturer narrative:
Model number/catalog number: sc-8336-70, serial number: (B)(4), batch/lot number: 21019213, model/catalog description: coveredge 32 surgical lead kit 70 cm. The explanted devices were not returned to bsc as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure and was doing well postoperatively.